Manufacturer narrative:
(B)(4). Section d4: model number was not provided by the customer as the device packaging was discarded. Hence bc191-05 is used for reporting purpose. Section d4: lot number, expiration date, UDI details are not provided. Section h4: manufacturing date was not provided section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the blue hook of the bc191-05 flexitrunk nasal tubing was broken. There was no reported patient consequence.